Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. The patient was hospitalized for the event. At the time of this report, the patient remained hospitalized. The peritoneal catheter was removed and the patient was switched to hemodialysis (hd). No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient experienced sterile peritonitis caused by a breach in aseptic technique. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unreported date, the patient was treated with amikacin, cephalothin and vancomycin for the sterile peritonitis (no further details). The patient was discharged from the hospital on an unreported date the month following the peritonitis onset. It was not reported if the patient was retrained on the proper aseptic technique. On an unknown date, the patient was recovered from the sterile peritonitis event. As it was reported the cause of the peritonitis was associated with a diagnosis of sterile peritonitis, the baxter disposable device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.